Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device fails self-check, battery check. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
.